Manufacturer narrative:
Block h6: problem code 1484 captures the reportable event of stent prematurely deployed. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received completely deployed and the delivery system was received in position 4. The outer sheath was kinked near the luer section. A destructive inspection was necessary to destroy the delivery system; the outer sheath was found detached. The outer diameter of the stent was measured and was found to be within specifications. No other issues with the stent and delivery system were noted. The reported event of stent premature deployment could not be confirmed; this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, and/or the anatomy of the patient, limited the performance of the device and contributed to stent premature deployment. It may be that the physician felt some resistance during removal which caused the physician to use excessive force trying to remove the device causing the outer sheath to kinked and detached. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) guided drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent completely came off the delivery system when the first flange was attempted to be deployed. The fully deployed stent was removed and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) guided drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent completely came off the delivery system when the first flange was attempted to be deployed. The fully deployed stent was removed and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.